Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low and high blood glucose (bg) levels, cause was unknown. Low bg was 48 mg/dl and was treated with assistance from customer's mother who provided candy and helped alert customer of lows, as customer was reportedly too disoriented to hear alerts. High bg was "high" per continuous glucose monitor readings with high ketones and was addressed by drinking fluids and administering a manual correction injection. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.